Event description:
It was reported patient presented with symptoms of abdominal stimulation. High threshold and low sensing were observed. The lead was explanted and replaced.

Event description:
New information received notes dislodgement due to severe tricuspid regurgitation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.